Manufacturer narrative:
H3: analysis of the device: product ID neu_stylet_acc, lot# serial# unknown, product type accessory product ID b3300533, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead product ID b31040, lot# serial# (B)(6), product type screening device product ID b31040, lot# serial# (B)(6), product type screening device. Analysis of the devices found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lead was initially only inserted into the patient's brain. Only an external test cable was used and the malfunction was recognized immediately. The lead was not sutured to the body, it was not fixed to the skull, the lead was not connected to an extension, the lead was not placed under the skin, instead it was removed again immediately.

Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300533 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, segments 1a and 2a showed low impedances. A short time later, another segment also showed low impedances. The electrode was implanted for less than 10 minutes. There were no external factors. They performed measurement with a new lead testing cable and took a new lead. The issue was resolved.